Event description:
Index finger on the left hand suffered a cut after removal from instrument, even though tech was warned of crack in bottle. Pneumatic tubes with more than one bottle per carrier are often used for transport.